Event description:
It was reported that the device is leaking a rusty fluid from the bottom of the handle. There were no reported adverse consequences or pt involvement.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The leaking could not be duplicated during the investigation. Samples were taken and are currently being reviewed. This report will be updated if the findings require.